Event description:
It was reported that, during an implant procedure, the tunneling tool broke while the health care provider was attempting to place the patient's extension. It was stated that the leads and battery were placed without incident, but when the hcp attempted to tunnel for the extension, the carrying tool broke. Another extension kit was opened, and another tunneling tool was used. The procedure was completed without further incident, and there was no patient injury reported. All impedances were normal post-operatively, and the patient was receiving therapeutic effect. If additional information becomes available, a follow-up report will be sent.

Manufacturer narrative:
Continuation of concomitant medical products: implanted: unk explanted: unk; lead model 3888-45 lot# v847059 serial# unk implanted: 2012(B)(6) explanted: unk; lead model 3888-33 lot# v855431 serial# unk implanted: 2012(B)(6) explanted: unk; lead model 37713 lot# unk (B)(4) implanted: 2012(B)(6) explanted: unk.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
.

Manufacturer narrative:
Analysis of the extension model 3708260, serial# (B)(4), found no anomaly. Analysis of the carrier model 3555 found the carrier to be broken.